Event description:
It was reported that during a device change out due to normal eri, the right ventricular lead exhibited externalized conductors. No electrical anomalies were detected. The lead remains implanted. The patient was asymptomatic and will continue to be monitored.